Event description:
It was reported that there was a problem with the patient programmer. They were not able to make adjustments with antenna attached. This began "a couple of days ago" per caller. The patient said the stim feels like it was "surging" so she wanted to turn the settings down. This also began a couple of days ago. Settings were at program 2 at 5.3 prior to the caller turning the settings down. Patient services was able to assist the caller with successfully turning the settings down with the patient programmer. Broken external antenna was noted. It was later reported that they were not able to make adjustment both with or without antenna attached. They had been having a lot of trouble with the patient programmer. They called patient services last week about the problem and a patient programmer antenna was sent to them. The new antenna did not resolve the issue. The patient programmer became even worse since they got the new antenna. The patient was not able to adjust at all, could not turn it off and needed to take batteries out to get it to go off. It did not even find the implantable neurostimulator (ins). Yesterday, they were trying to use the patient programmer with and without antenna and could not get it to work. The caller used the patient programmer on the call. The patient programmer showed poor communication screen. The caller tried connecting with and without antenna on the call. The patient programmer showed poor communication screen. It was noted: won't do telemetry with or without antenna. No patient harm reported. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 7092, serial# unknown, product type: accessory. Product ID: 3093-33, lot# va00uvb, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).